Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, (B)(6) year old patient's mother said all has been going well when she noticed that some of his "insides were on the outside." She said there was about 1 inch externally. Told her to not use the system at all until she can talk to the prescribing doctor about what is going on. She also said that is bowels are so loose near his rectum that if he bears down at all he can expel the catheter with the balloon inflated - currently using pediatric caths. Mother is concerned about it and that the clinic told her just to gently push the intestines back in, which she has been doing but feels like more is coming out than before and there are times she can't get them back in. They had an appointment with a surgeon last week, and they are planning on having the end user scoped - similar to a colonoscopy - to look for any ulcerations which can be cause by having the intestines coming out and being pushed back in repeatedly. He will then have surgery to stitch the intestines in place. Per mother, the surgeon wasn't sure if peristeen was a contributing factor or just coincidence.